Event description:
Field service engineer reported a colleague infusion pump with a damaged battery that failed powering up. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This event involves a pump with software version 5.09.90 which is categorized as remediated. During baxter quality engineering review of the event history on (B)(4) 2010, it was determined that a battery depleted alarm occurred during delivery.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The device was evaluated and repaired on-site by a baxter field service engineer. The condition of damaged battery that failed powering up was confirmed. The main batteries were replaced to correct the reported condition. (B)(4).